Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states that the images documented/referenced in the article (per the author/writer) have been interpreted within the text. Therefore, further interpretation of the provided images is not required. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: arthroscopic meniscal suture by fast¿fix in the treatment of knee meniscus injury.

Event description:
It was reported that on literature review ¿arthroscopic meniscal suture by fast¿fix in the treatment of knee meniscus injury ¿, four patients had joint swelling/discomfort after surgery with a fast-fix. It was treated by puncturing through the articular cavity, symptoms were relieved. No further information is available.